Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a disconnection between the transfer set and the titanium adapter causing fluid leakage which resulted in peritonitis. It was reported transfer set fell off the adapter mid- treatment. The transfer set was not replaced. The patient was not hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient was recovering from the peritonitis event. Action with pd therapy was not reported. No additional information is available.